Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces measuring. The connector portion measured 7.6 cm while the distal portion measured 38.7 cm. External insulation abrasion was noted at 6.9-7.2 cm from the connector pin consistent with friction to the device can. The cause of the reported event was isolated to the lead-to-can external abrasions.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a merlin.net transmission that the patient's atrial lead exhibited noise oversensing. It was also noted that the patient experienced a fall shortly after implant with no clear correlation to the atrial lead. The atrial lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.